Event description:
Pt had bilateral prostheses placed on 7/11/91. Significant worsening pain problems and decreased function occurred. The devices were explanted on 1/25/94, showing severe wear and particulation of the acrylic condylar components, bilaterally. Foreign body giant cell reaction was seen histologically. Inspection of both condyles showed significant wear of the acrylic. One condyle lost 2/3 and the other 1/2 of the original thickness.